Manufacturer narrative:
Concomitant medical products: d314drg ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was under sensing on current electrograms (egm) and non-sustained ventricular tachycardia episodes. The ra lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.